Manufacturer narrative:
Correction: product event summary: it was reported that the patient was experiencing power switching events. The controller ((B)(4)) was returned for evaluation. Ten batteries ((B)(4)) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of all devices' manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector. This is an additional observation not related to the reported event. Based on an investigation conducted, the most likely root cause of the reported event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Failure analysis of the bat teries could not be performed as the devices were not available for evaluation. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and premature power switching due to communication errors involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. Battery (B)(4) UDI#: (B)(4); battery (B)(4) UDI#: (B)(4); battery (B)(4), UDI#: (B)(4); battery (B)(4) UDI#: (B)(4); battery (B)(4) UDI#: (B)(4); battery (B)(4) UDI#: (B)(4); battery (B)(4), UDI#: (B)(4); battery (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned batteries(B)(4) passed external visual inspection and functional testing. Battery /(B)(4) / catalog number:1650de / expiration date:09/30/2015. Device problem code: battery issue; FDA 2885 method code: analysis of data log(s); FDA 3372, actual device evaluated; FDA 10, electrical evaluation; FDA 23, visual inspection; FDA 38, manufacturing review; FDA 3317 results code: interoperability problem; FDA 3213 conclusion code: quality system deficiency; FDA 25 battery /(B)(4) / catalog number:1650de / expiration date:09/30/2016. Device problem code: battery issue; FDA 2885 method code: analysis of data log(s); FDA 3372, actual device evaluated; FDA 10, electrical evaluation; FDA 23, visual inspection; FDA 38, manufacturing review; FDA 3317 results code: no failure detected; FDA 213 conclusion code: no failure detected, device operated within specification; FDA 71 battery /(B)(4) / catalog number:1650de / expiration date:09/30/2016. Device problem code: battery issue; FDA 2885 method code: analysis of data log(s); FDA 3372, actual device evaluated; FDA 10, electrical evaluation; FDA 23, visual inspection; FDA 38, manufacturing review; FDA 3317 results code: interoperability problem; FDA 3213 conclusion code: quality system deficiency; FDA 25 battery /(B)(4) / catalog number:1650de / expiration date:09/30/2016. Device problem code: battery issue; FDA 2885 method code: analysis of data log(s); FDA 3372, actual device evaluated; FDA 10, electrical evaluation; FDA 23, visual inspection; FDA 38, manufacturing review; FDA 3317 results code: interoperability problem; FDA 3213 conclusion code: quality system deficiency; FDA 25 battery /(B)(4) / catalog number:1650de / expiration date:12/31/2017. Device problem code: battery issue; FDA 2885 method code: analysis of data log(s); FDA 3372, actual device evaluated; FDA 10, electrical evaluation; FDA 23, visual inspection; FDA 38, manufacturing review; FDA 3317 results code: interoperability problem; FDA 3213 conclusion code: quality system deficiency; FDA 25 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
For (B)(4) the controller (B)(4) and five batteries (B)(4) were returned for evaluation. Five batteries (B)(4) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing documentation confirmed that each of the associated devices met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing; visual inspection revealed a loose power port 1 connector. This is an additional observation not related to the reported event. Based on an investigation conducted under, the most likely root cause of the loose power port can be attributed to inadequate thread lock, an inconsistent thread lock cure time, and an inadequate torque application during the assembly process. Failure analysis of the returned batteries (B)(4) revealed that the batteries passed visual inspection and functional testing. The log files of the controller, (B)(4), revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and premature power switching due to communication errors involving (B)(4). As a result, the reported event was confirmed. An internal investigation has been opened to address momentary disconnections. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. Additional device(s) involved in event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Other device involved in this event: battery /bat200671/ catalog number:1650de / expiration date:09/30/2015. UDI #: unk. (B)(4). Battery /bat209397/ catalog number:1650de / expiration date:09/30/2016. UDI #: unk. (B)(4). Battery /bat208161/ catalog number:1650de / expiration date:09/30/2016. UDI #: unk. (B)(4). Battery /bat209370/ catalog number:1650de / expiration date:09/30/2016. UDI #: unk. (B)(4). Battery /bat215492/ catalog number:1650de / expiration date:03/31/2017. UDI #: unk. (B)(4). Battery /bat215897/ catalog number:1650de / expiration date:03/31/2017. UDI #: unk. (B)(4). Battery /bat510197/ catalog number:1650de / expiration date:01/31/2018. UDI #: unk. (B)(4). Battery /bat510030/ catalog number:1650de / expiration date:12/31/2017. UDI #: unk. (B)(4). Battery /bat510213/ catalog number:1650de / expiration date:01/31/2018. UDI #: unk. (B)(4). Battery /bat510073/ catalog number:1650de / expiration date:12/31/2017. UDI #: unk. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) nurse that there were multiple switches between the power ports. The batteries and controller were exchanged. No patient complications have been reported as a result of this event.